Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer indicated via phone call that he received a no delivery alarm when he was changing his infusion set and reservoir and during manual prime. Customer did not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident and troubleshooting was performed more than once for customer's reservoir. The reservoir issue was resolved but then the problem occurred again during troubleshooting. Customer was advised to discontinue use of the device and that the device would be replaced. Customer agreed to return the product for analysis.